Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, "an unknown line leaked". Baxter's technical service center assisted the home pt in ending therapy early. Per home pt's nurse, no pt injury or medical intervention was associated with this incident.